Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and had changed the pump supplies multiple times. Tandem technical support had the customer perform a system check twice and the occlusions appeared to be related to the infusion set site; however, the customer thought that it was pump related. The customer inserted a new site and resumed insulin delivery and indicated that insulin injections were available if the alarm reoccurred. The customer's blood glucose level was not impacted.